Manufacturer narrative:
(B)(4). Date sent: 3/11/2026. Additional information was requested, and the following was obtained: I was able to answer some of the questions below. I am waiting for a response on the questions that I cannot answer and will send along once I receive. What was the indication for the surgery? Right colon cancer how many times was the override ratcheted back and forth to return the knife blade in the home position? What is meant by ¿manually remove the tissue from the jaws¿? The stapler opened slightly but would not release tissue fully. Staff had to remove manually was the patient post op care altered in any way due to the firing of the device? No what is the current status of the patient? Stable did the device staple? Initially was the cut line completed? What were the shape of the staples after formed? How far did the device cut/staple?

Event description:
Per user facility medwatch form, (B)(4), that during open right colectomy from staff: 60 mm laparoscopic stapler was being used to disconnect the bowel. The first load fired correctly. After cleaning and reloading the 2nd reload, the stapler fired, after firing the stapler would not open to release the tissue. They made sure the cutter portion of the staple was fully retracted. It still would not release. They opened the manual override and deployed that. The stapler opened slightly but would not release tissue fully. It was attached by a few millimeters. They had to manually remove tissue from jaws of the stapler. Stapler was tagged and sent to risk management. Operative report: the terminal ileum was then stapled with a laparoscopic stapler. They then stapled off the transverse colon just distal level of the tattoo. The stapler did malfunction was able to unable to get it off initially but was able to get an emergency release on the stapler and remove it and then because of this dysfunctional fire they did take an additional 4-5 cm of colon and cleaned this off and stapled again with a different stapler which fired correctly and with a good staple line. The specimen was then removed and handed off the table and sent to pathology as specimen. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: exact date is unk. Assumed first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for the surgery? How many times was the override ratcheted back and forth to return the knife blade in the home position? What is meant by ¿manually remove the tissue from the jaws¿? Was the patient post op care altered in any way due to the firing of the device? What is the current status of the patient? Did the device staple? Was the cut line completed? What were the shape of the staples after formed? How far did the device cut/staple? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026 corrected data d4: UDI# d4: batch # 785d48 additional information was requested, and the following was obtained: what was the indication for the surgery? Right colon cancer how many times was the override ratcheted back and forth to return the knife blade in the home position? Unknown what is meant by ¿manually remove the tissue from the jaws¿? The stapler opened slightly but would not release tissue fully. Staff had to remove manually was the patient post op care altered in any way due to the firing of the device? No what is the current status of the patient? Stable did the device staple? Initially was the cut line completed? Yes after with the other stapler what were the shape of the staples after formed? Regular how far did the device cut/staple? Unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. Upon visual inspection of the knife no damages were observed. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 785d48, and no non-conformances were identified.